Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced an infection at the lead site. Infection has cleared.